Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous, and severely calcified left anterior descending artery. A 2.75x28mm promus element stent was advanced for treatment. However, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(E1) - initial reporter facility name: (B)(4). Device evaluated by MFR.: promus element, mr, ous 2.75x28mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts at the proximal end of the stent were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.75x28mm promus element stent was advanced for treatment. However, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.